Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile saline breast implant (200cc on left and 300cc on right) and experienced postoperative left-sided deflation and right-sided grade 3 capsular contracture. The diagnoses were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.